Event description:
The manufacturer received information alleging a "service required" alarm condition occurred. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, a "service required" code was found in the ventilator's downloaded error log. The device's oxygen blending module board was replaced to address the issue.

Manufacturer narrative:
It was initially reported, the manufacturer received information alleging a "service required" alarm condition occurred. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, a "service required" code was found in the ventilator's downloaded error log. The device's oxygen blending module board was replaced to address the issue. The issue that occurred with the oxygen blending module board was incorrectly reported. The issue with the oxygen blending module board was not a reportable event. The initial report also had an incorrect report number of 2518422-2019-00965. The correct report number is 2518422-2019-00966.